Event description:
While the vent was running, user switched to aircraft power, prior to engine start of the aircraft. The unit shut itself off, rather than switching to internal power. They then hit start button, unit came back on (including all the settings). They stated the unit has worked without any problems since.